Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports having difficulty removing the wafer from her skin in all 10 of 10 in box. Weartime is 4 days. She uses alcohol on her skin prior to placement of wafer. She is not using adhesive remover or protective barrier. Instructed in appropriate skin care.